Event description:
Customer called in regarding unexplained high bg's. Troubleshooting per dop. Customer's bg is: 393. Adv caller there are many reasons for hgh bgs and we would like to t/s their equipment. Patient expressed the following symptoms of high bgs: excessive urination/excessive thirst, fruity breath. Customer did not contact their hcp for high bg's. Customer has treated for their high bg. Details of treatment are as follows: manual injection. Reviewed account history for similar complaints in recent history. Verified the patient is disconnected. Assisted caller with removing reservoir and rewinding/priming pump. Determined insulin did exit the tubing. Verified there were no leaks present in the tubing. Customer did report an emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.